Manufacturer narrative:
H3: exactech complaint history from (B)(6) 2008-(B)(6) 2024 was reviewed for revision of hip components due to dislocation. The sales data for all femoral heads was used to calculate a complaint occurrence rate of <0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale. The cause of the patient¿s dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue tension, implant positioning, and/or implant selection. However, the failure could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Dislocation is a known risk, as outlined in the IFU. This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 component code.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, due to multiple dislocations after the previous revision surgery, the patient was revised again. Only the head was replaced. Refer to 1038671-2024-02523 for first revision.